Manufacturer narrative:
(B)(4). Batch : m55346, manufacturing date: 09/24/2015, product exp; 8/24/2020. Batch : m55c0k, manufacturing date: 9/24/2015, product exp; 8/24/2020. Additional information received: per the sales rep, this account does over a thousand bariatric procedures per year and this surgeon and his team, including the scrub techs and circulators, are all very familiar with loading and use of the device. The sales rep was notified of the issue and went to the account to discuss what they had encountered in this case. According to the account, when the distal tip of the device was fully closed, with maximum force at the distal tip of the device, the proximal end of the anvil rose up somewhat and the cartridge was coming unseated at the proximal end, as if it was loose in the device. The analysis results showed that two cartridge reloads were received. Cartridge (a) ecr60d, (B)(4) was received fully fired and in good visual conditions. Cartridge (b) ecr60b, (B)(4) was received fully fired and in good visual conditions. No further functional test could be performed due to the condition of the received reloads. The returned cartridges (a, b) were loaded into a test device without difficulties and did not fall out during the visual testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a roux-en-y procedure, a device was loaded with a blue reload with peri-strips and on the first firing it locked out. Knife reverse was used to remove the device and another blue cartridge was loaded on the device with peri-strips and the device fired fine. For the second firing, a gold cartridge with peri-strips was loaded and when the surgeon went to fire, the device locked out. It is not known how the device was removed from the tissue. A second device of the same product code was pulled and loaded with a gold cartridge with peri-strips and on the first firing the device locked out. The account noted that when the anvil was fully closed, with full closing pressure at the distal tip, the proximal end of the cartridge appeared loose in the device and was coming out of the seating and then the device locked out. It is not known how the device was released from the tissue. A third device of the same product code was pulled and used to complete the procedure without incident. There were no adverse patient consequences.